Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. A voluntary recall (B)(6) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. Kept by the attorney.

Event description:
The lawyer reported that the patient has a dysplasia of the hip, bilateral coxarthrosis, for which he underwent a double intervention of arthroplasty on (B)(6) 2009 right hip. In 2011 due to the strong pains in the right hip, are found para-articular calcifications, so the patient was subjected to several sessions of infiltration. In (B)(6) 2012 the calcifications were removed surgically. On (B)(6) 2013 the patient underwent a revision surgery on the right hip. The patient is reported to have had synovial hyperplasia, metallosis, depression, unanticipated surgical procedure.

Manufacturer narrative:
An event regarding revision due to pain and altr involving an abgii modular device was reported. The event was confirmed. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain and altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
The lawyer reported that the patient has a dysplasia of the hip, bilateral coxarthrosis, for which he underwent a double intervention of arthroplasty on (B)(6) 2009 right hip. In 2011 due to the strong pains in the right hip, are found para-articular calcifications, so the patient was subjected to several sessions of infiltration. In (B)(6) 2012 the calcifications were removed surgically. On (B)(6) 2013 the patient underwent a revision surgery on the right hip. The patient is reported to have had synovial hyperplasia, metallosis, depression, unanticipated surgical procedure.